Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited oversensing and inappropriate shocks. The patient was admitted to the hospital. Technical services (ts) reviewed the episodes and noted a rhythm with a morphology change and elevated t waves. Troubleshooting and programming options were discussed. No additional adverse patient effects were reported. The device remains in service.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited oversensing and inappropriate shocks. The patient was admitted to the hospital. Technical services (ts) reviewed the episodes and noted a rhythm with a morphology change and elevated t waves. Troubleshooting and programming options were discussed. No additional adverse patient effects were reported. The device remains in service. New information received indicates that the s-ICD system was explanted and replaced with a transvenous ICD system due to inappropriate shocks. The explanted system is not expected to be returned for evaluation. Besides surgical intervention, no additional adverse patient impacts were reported.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.